Event description:
The pt had a spinal stroke. His legs 'locked up' and the pt fell. He had no motion in his legs for 5-6 days. 'Feelings' in his legs slowly returned. The pt felt his hips were weaker and not functioning as they should be. The pt's left leg and hip felt weaker. The weakness had occurred for several years. The pt had trouble walking long distances. The pump was explanted. The pump was used to deliver morphine. It is unclear if the explant was due to the above events. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.